Event description:
We have become aware of a potential issue with our overhead handcontrol assembly used with our medical linear accelerator. The overhead handcontrol assembly is mounted to the facility ceiling with mounting bolts and secured with safety wires. The overhead assembly is capable of rotating 360 degrees and its arm assembly extends approx 4 feet away horizontally from the center axis and a metallic cable is connected at the end and drops vertically approx 5 feet. The hand control assembly is connected at the end of the metallic cable. During scheduled routine preventive maintenance service call, the service engineer discovered that the mounting screws were loose and the safety wires were not installed. Its important to note, no pts or clinicians were involved nor any injuries reported.

Manufacturer narrative:
.